Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.